Manufacturer narrative:
Additional information was received on (B)(6) 2019. The patient is caucasian, female, and was 79 years old at the age of the event. The capsular contracture was baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had mentor textured gel implants placed on an unknown date experienced bilateral capsular contracture post procedure. Hardened capsules and calcification were noted. The implants were stated to be intact upon removal. Bilateral prosthesis replacement with 250cc mentor memorygel breast implants was performed with removal on (B)(6) 2019. See 1645337-2019-25026 for contralateral prosthesis report.